Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had sinotubular junction (stj) calcification and tortuous iliac arteries. A bend was also observed in the thoracic aorta, and multiple segments of protruding plaques or thrombus were noted throughout the abdominal aorta and the iliac arteries prior to the procedure. At the beginning of the implantation an infold was observed on the valve. The valve and delivery catheter system (dcs) were removed from the patient. New devices were successfully used for implant without injury to the patient. A procedural delay of a few minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012054717); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0011775966); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, the patient was very confused after the implant procedure. Following the valve procedure, the stroke was confirmed by computed tomography (CT). Per the physician, the patient conditions of atrial fibrillation, peripheral vascular disease and calcified anatomy contributed to the stroke. CT also revealed a dissection at the aorta. The following day, CT was performed again and the aortic dissection had recovered. Per the physician, the need to deliver the system twice may have caused the stroke but the physician did not related the stroke to the valve or delivery catheter system (dcs). Additional information was received that the aortic dissection was at the outer curve between the descending aorta and aortic arch. The minimum diameter of the access vessel was 7 millimeter (mm). It is unknown when the aortic dissection occurred and it was observed several hours following the implant procedure in a computed tomography (CT) scan. Per the physician, it is unknown what caused the aortic dissection. The patient's tortuous and calcified anatomy, as well as a bend at the aortic arch contributed to the dissection. The dissection was treated conservatively. Additional information was received which confirmed that the dissection was treated with blood pressure balancing and monitoring.

Manufacturer narrative:
Updated data: b5 e1 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 84.7mm with a perimeter derived diameter of 27mm suggesting a size 34mm evolut. Fluoroscopic valve load inspection was performed, and overlap appeared to reach node 4, per the provided images. However, a misload was not identified by the implant team, and the valve was used for implantation. During valve implantation, an infold was evident during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a misload was not identified prior to use. The infold was noted on the first deployment attempt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that two days later, the patient died. The cause of death is unknown.

Event description:
Additional information was received indicating that per the physician, the cause of death was unknown. It was reported that the patient had a stroke and vascular complications including leg ischemia. It was reported that the leg ischemia did not occur on the same side as the access site. The patient was treated with heparin and was admitted to the intensive care unit (ICU). Per the physician, the device did not cause or contribute to the patient¿s death.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via ups in its original jar filled with a clear unknown solution. The valve appeared discolored showing evidence of blood contact. As received, leaflets l1 appeared partially open. L2 appeared partially closed l3 appeared open. All leaflets were flexible and intact with signs of creases. All commissures appeared intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, and the frame expanded to its full dilation. No signs of distortion or damage were found on the frame. There were traces of coagulated blood on all leaflets and skirt. The valve was placed in a cold saline bath to perform a loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was subsequently deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; frame infolding was not observed. The valve was fully deployed; no frame anomalies were noted. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.